Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Battery analysis testing revealed that this battery developed high internal resistance between the cathode and cathode current collector, which greatly lowered its voltage output under load conditions. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well and upon an interrogation of the cardiac resynchronization therapy pacemaker ( crt-p), there was no magnet response and no telemetry. Unexpected battery depletion was observed, and the patient was in complete heart block with an escape rhythm in the low 40s. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.